Event description:
It was reported that the user experienced recurrent hypoglycemia while using the ilet system, describing frequent daily lows, particularly at school, and stating the pump bolused too much for meals with glucose readings in the 40s to 50s. Symptoms included hypoglycemia. Outcomes included no hospitalization, no emergency treatment, and no device alarms. Investigation included outreach to obtain additional event details and blood glucose questionnaire responses. Investigation of this case revealed that the cause remained unclear based on the available information and no device malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.